Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) evaluated the iabp and replaced the main board, datasettes to resolve the reported issue. The stm performed full preventative maintenance and replaced the safety disk due to hours. The stm completed pm and the unit passed al functional, and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported by customer that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed a loud buzzing noise and electrical test failure # 39. There was no harm or injury to the patient; and no adverse event was reported.